Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that the package was not sealed properly, therefore rendering the product unsterile.